Event description:
Crrt circuit malfunction. Rn priming crrt m150 circuit and noted hole/leaking. Upon evaluation it was noted that the red line appeared to be leaking causing machine to alarm. M150 circuit was sequestered, and unit col called for assistance. Device currently in unit office to hand off to supply chain. Device information: manufacturer: baxter prismaflex filter m150, lot: 23e0092cb, ref number (01)07332414090005, expiration date: [redacted date], infor #: (B)(4).